Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while patient was in the cardiac cath lab (ccl), there a fiber optic sensor failure that occurred. The customer switched to a central lumen pressure source. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A second non-maquet sheath was returned separate from the iab. Two kinks were found on the catheter tubing near the y-fitting approximately 73.7cm and 75.9cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the orange sensor cable. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while patient was in the cardiac cath lab (ccl), there a fiber optic sensor failure that occurred. The customer switched to a central lumen pressure source. There was no reported injury to the patient.